Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 68 year old male was treated for an acute mycardial infarction with cardiogenic shock by an impella cp and a percutaneous coronary intervention. Following the procedure, the patient was admitted to the intensive care ward. Shortly after arrival, the patient developed a hematoma at the access site and color change was noted to foot where pulses could no longer be identified. Manual compression was applied. Shortly after, arterial doppler confirmed distal flow. Urine was also noted to be getting darker and first sets of labs were sent back hemolyzed. Echocardiography showed a left ventricular thrombus. Without a preinterventional echo to compare, it remained unclear whether the thrombus had already existed prior to the intervention, but it was decided to remove the impella in the operating room due to lv thrombus which is thought to be preexisting.